Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction did not recur. The customer was informed to continue using the pump and to report back if any further issues arose, which they acknowledged and understood.